Event description:
It was reported that the pt has experienced extreme pain in his hip area. Pt also states that the pain is in his whole hip region and radiates down to his knee. Pt is reporting that the radiating pain down to the knee is sporadic and not constant. Pt has elevated cobalt and chromium levels and also there is fluid around hip joint. Pt is scheduled for revision replacement surgery on his right hip on (B)(6) 2012 at (B)(6).

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.